Manufacturer narrative:
Product analysis: a torsional kink was noted on the shaft approx. 23cm distal to the strain relief. No other deformation was noted to the device. Still image review: a still image was received in which a torsional kink can be seen on the shaft of a catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher 6f guide catheter was attempted to be used to treat a non tortuous, non calcified lesion in the left main (lm) coronary artery. There was no damage noted to packaging. The device was removed from the packaging as per IFU with no issues. The device was inspected and prepped as per IFU with no issues. Resistance was encountered when advancing the device. It was reported that the device kinked in the middle while in the patient. An image of the device received showed that the device was torsionally kinked. The patient is alive with no injury.